Event description:
Customer's wife advised the menu button on his primary spirit pump doesn't work all the time. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.